Event description:
It was reported that during an appendix procedure, there were no staples in the instrument. Converted to open to hand suture to complete the case as the bleeding could only be stopped by suturing. Pt is ok.